Event description:
Hello I am contacting you following a complaint from a patient in my pharmacy about ultra aig microfine bd. 4mm 32g easyflow 100 (3247293) pen defective. In a box of (B)(4) pieces there are always 5-6 needles that do not work. Monsieur has noticed that this problem is repeated in the many boxes he buys. Have you had any other similar complaints? Do you have any idea of its origin? Thank you in advance for your feedback xxxxx (B)(6). (B)(4) 24february2025: provided lot 3247293 is not valid. Unknown entered.

Manufacturer narrative:
This medwatch report is both an initial and final report as the investigation has been completed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.